Event description:
A patient (gar-15), who received op-1 putty for an unknown indication, experienced muscle spasms and fatigue. The outcome of the events was unknown. The surgeon did not suspect the events were related to the use of the op-1 putty. The events were deemed nonserious.